Manufacturer narrative:
Additional information was received that no further information could be obtained at this time.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an explant procedure.